Event description:
Device malfunction: suture mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: vessel occlusion and diminished pulse in foot. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, no pulse was noted after the arteriotomy was completed. The pt was taken to surgery and it was found that the suture captured the back wall of the vessel. Arterial repair was performed. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.